Manufacturer narrative:
The reported field event of rf communication anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated procedure, the implantable cardioverter defibrillator could only be interrogated via induction. The physician elected to replace the device. The patient tolerated the procedure well.